Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process. After resetting, the malfunction code did not recur and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.